Event description:
The customer called to report a blank display. The reported blood glucose reading was 171 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No moisture damage on the motor assembly was noted.